Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the issue. Subsequently, the customer received an inaccurate fill estimate. Customer declined to perform troubleshooting with tandem technical support regarding this issue. Customer's blood glucose level was 176 mg/dl.